Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the patient presented emergently with a rupture abdominal aortic aneurysm. The physician implanted the three stent grafts without issue. The patient was given fluids and blood throughout the procedure. However, due to the blood loss prior to stent graft implantation the patient expired, later that day.,

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved or contraindicated use (stent graft was implant in a patient with a pre-operatively ruptured aneurysm).